Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to systemic infection and erosion. Reportedly, all the leads had popped right out. The patient had sudden cardiac arrest. The field representative mentioned that the patient was on intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to infection. No tissue was noted on the lead coils and the lead was able to be easily removed. It was reported the patient's indication for therapy was sudden cardiac arrest and was not pacer dependent. A new system implanted was planned for a later date. No additional adverse patient effects were reported.